Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d154awg implantable cardioverter defibrillator (B)(6) 2007; 6949 implantable tachy lead (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The outer insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo.

Event description:
It was reported that during device testing there were varying impedance changes with noticable change in threshold as well on the atrial lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.